Event description:
Complainants 13 yr old son has been using this auto ject...2 for one yr w/29 gauge 12.7mm needles and 3 weeks ago the auto ject when first pressed by son did not work then upon another try, burst injector into son's leg causing needle to bend and become embedded in his thigh. Father removed needle from his son's leg, no physician was contacted. This happened 2 yrs ago and father sent needles to needle co and was told by firm not to use their needles. But complainant (who is in med device distributing business) stated he wanted his son to be as comfortable as possible and not feel that he had to self-inject his insulin 2xday. Complainant also wants product to be labeled that it should not be used w/other brands. Complainant did not want to hear that he already told rptr he was cautioned 2 yrs ago not to use different co's syringes w/another injector, but consumer stated he does not like the product which is not automatic. Rptr also asked complainant to read literature w/unit which his son kept in box, and it makes reference to one yr warranty. Rptr urged consumer to read all literature and have his son also review and understand products life expectancy.